Event description:
It was reported that the male threaded tip was missing when the 34khz sm long angled w/o tip was opened prior to a procedure. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the male threaded tip was missing when the 34khz sm long angled w/o tip was opened prior to a procedure. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Manufacturer narrative:
The customer comment of the angle joint being missing was confirmed during service evaluation. During service evaluation it was observed the angle nut was missing due to damage. A damaged angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece.